Event description:
Boston scientific received information that the physician was unable to interrogate this device. It was confirmed that the device was not providing therapy and did not beep when a magnet was applied. As a result, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The laboratory technician was not able to establish telemetry with the device. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in depletion of the battery.